Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical records received from legal indicate that the patient was revised because of poly wear. Doi: (B)(6) 1998 dor: (B)(6) 2009 (left hip). Update recv'd 01/17/2013 - patient's operative records were received. Records were reviewed on 03/14/2014 and indicate upon revision the patient was found to have a transverse fracture in the greater trochanteric area. The patient's femoral stem is being added to the complaint. This complaint was updated 03/27/2014. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event without device examination. The patient is noted to be obese. It would not be unreasonable to find poly material wear after the length of time reported as implanted. The femoral stem product code is now considered obsolete. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records received from legal indicate that the patient was revised because of poly wear. Update recv'd (B)(4) 2013 - patient's operative records were received. Records were reviewed on (B)(4) 2014 and indicate upon revision the patient was found to have a transverse fracture in the greater trochanteric area. The patient's femoral stem is being added to the complaint.